Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that "the monitor should have alarmed desat at 22:26, but did not. Went into room because of alarm "spo2 no sensor" and found patient blue- had to resuscitate."